Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's most recent blood glucose reading was 163mg/dl. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The contact stated that the infusion set site would be monitored and that the customer's healthcare provider would be contacted in regards to switching to a different infusion set type.